Manufacturer narrative:
Investigation found that the pump passed volumetric accuracy test within +/-5% specification. The complaint could not be duplicated.

Event description:
Customer stated that the pump delivered low bolus volume during testing. It was 4.73 ml instead of 5 ml at rate 25 ml/hr.